Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic donor nephrectomy procedure, every third time the device was activated the jaws would not open. No tissue damage. No patient injury reported. Site opened a new device to continue the case.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : 01/04/2015. One used ls1500 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found eschar between the jaws. The reported condition was not confirmed. The handle was latched and unlatched without difficulty. The jaws opened and closed normally. Testing found that the trigger would stick in the retracted position due to eschar in the knife track. The trigger would release when the latch was pushed forward. After cleaning the jaws, the trigger released normally and the knife blade moved along the blade slot smoothly. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. The instructions for use instructs the user to open the jaws by pushing forward on the handle. No trend has been identified for this failure mode. No corrective action is required.